Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the measurements are off by one diopter after four cases. The patients were not harmed and they all were fine postoperatively. Additional information received confirming these measurements were not used and the surgeries were completed without the use of intraoperative aberrometry. Additionally it was reported that the measurements were off by a full diopter in intraocular lens power. The surgeon used the system for additional surgeries without issues.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative realigned the aberrometer to the microscope. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the misalignment of the aberrometer to the microscope. How or when the aberrometer became misaligned cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).